Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was advised by their doctor to administer a manual correction if insulin and go to the hospital. Once at the hospital the patient applied a new pod. The patient had lab work performed and was treated with intravenous fluids and zofran for nausea. The patient was at the hospital for 4 hours. The patients pod will not be returned as it has been discarded.